Event description:
Latitude monitoring website alert stating ICD battery code 1003 had occurred on (B)(6) 2017. This code states the battery voltage is too low for projected remaining capacity and there is a rapid battery depletion from an unk source. Boston scientific technical services were contacted and gave us a 28 day window of normal, guaranteed ICD function before battery must be changed out. At the pt's previous scheduled check on (B)(6) 2017, the battery was estimated at 9 years remaining.